Event description:
Reportedly, on (B)(6) 2012, the heart rate curve in the summary section presented an unexpected shape: it extended beyond the current date and decreased abruptly. No other abnormal behaviour was noticed. An explanation was required.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.